Event description:
A 2.7mm reconstruction plate, implanted for a tumor resection, broke post-operative and was removed. Plate was implanted 6 months to 1 year ago without bone graft. During revision surgery, surgeon implanted another plate, also without bone graft.

Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as subject device has not been returned.